Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a ted compression stocking. The customer states post-op prosthetic hip surgery, the patient experienced pressure wounds. (Excoriation decubitus).

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.